Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg 40 mg/dl) and the cause was not known. Sugary food was consumed to address low bg. As customer was not currently experiencing a low bg, tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered into the pump by the user was 63 mg/dl on (B)(6) 2018. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Cartridge change sequence was completed on (B)(6) 2018. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.